Event description:
Customer's wife reported the compact system gave a blood glucose result of 116 mg/dl at a time when he was asymptomatic of hypoglycemia, required treatment by layperson. A request was made for the return of the system and a replacement was sent.